Event description:
(B)(6) claims her fasciablaster is for getting rid of cellulite and fixing the skin's appearance. My cellulite is now worse and my skin texture is sagging and loose in certain areas. I now have spider veins. She instructed us to use it at a pain tolerance level of 7 or 8 out of 10 and now she's telling new people only 3-4. She encouraged us to go hard and deep over our skin. Now she says go light and fast. She is testing on us without us even knowing. Some women have had blood clots and face drooping. Please investigate this product and the founder. She is a conwoman.